Event description:
This ra lead was implanted on (B)(6) 2012 and was capped on (B)(6) 2013 due to capture and sensing issues. No other information is available. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).